Manufacturer narrative:
System explant was reported to abbott. Based on information received, during sales force recon review, rep confirmed that the patient did not have any product implanted during the trial lead. Patient does not recall the reason for the removal nor when it occurred. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer number: 1627487-2021-16988. It was reported that the patient had their system explanted for an unknown reason on an unknown date. The patient could not recall the reason for the explant or the date it occurred.